Manufacturer narrative:
E1. Initial reporter address 1:(B)(6).

Event description:
It was reported that a device fracture occurred. The target lesion was located in the right coronary artery (rca). A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft of the balloon was fractured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that a device fracture occurred. The target lesion was located in the right coronary artery (rca). A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft of the balloon was fractured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). The device was returned for analysis and evaluated by manufacturer. No issues were noted with the hypotube shaft. A visual and tactile examination identified a break in the distal shaft 39cm proximal to the distal bumper tip. The inner lumen was twisted proximal to the proximal markerband. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.